Event description:
It was reported that the surgeon was drilling the epicondyle holes when the drill bit broke in two pieces.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding fracture involving a triathlon 1/8¿ peg drill was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported device was not returned. -medical records received and evaluation: records were not provided for review. There is no indication the event is patient related. -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been other events for the reported lot ID. Conclusions: the exact root cause of the reported fracture cannot be determined as the device was not returned for evaluation. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon was drilling the epicondyle holes when the drill bit broke in two pieces.